Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient was asked what the cause was of the settings not available message, recharging issue, low battery message, and not being able to adjust stim. The patient stated that the device would not respond as the programs would not maintain "charge". Under 30%, charge, they would produce pain. The action/intervention that took place was that a manufacturer representative (rep) reprogrammed. The patient stated that the issue was resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 97755 serial# (B)(4) product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt had x rays and an MRI(patient services specialist(pss) did not ask whether related or unrelated to spinal cord stimulator(scs)) yesterday at the hospital, and then the pt got "settings not available" message on their controller yesterday. Pt met with mdt rep today at an hcp appointment and mdt rep reprogrammed the pt, but the pt still got "settings not available" message when charging the ins later in the day. Pt could not adjust groups or programs on their ins during the call because of recharging issues the pt was experiencing. The patient was redirected to their healthcare provider to further address the issue. When they got back home and charged their implanted neurostimulator(ins), they noticed the recharger antenna would stop charging the ins if the controller screen went off. Pt had to keep hitting the controller screen to keep the screen illuminated in order for the ins to continue charging. Pt got "low battery: charge implanted device soon(expected if ins was low on charge), and pt said they must turn off their therapy in order for the ins to charge. Pt charged for 2 hours and ins incremented from 30%-100% today. Pt mentioned they spoke with mdt rep this morning during an hcp visit and made mdt rep aware of the charging issues. Mdt rep reprogrammed the pt during the hcp visit. An email was sent to the repair department to replace the recharger antenna. Pt mentioned they had their recharger antenna replaced in the past.